Manufacturer narrative:
(B)(4). (No code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 13:29 minutes of use, the aiming beam was noted to fire straight out of the fiber (forward firing). 120,189 joules of use. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.